Event description:
A report was received that the patient had discomfort at the ipg site due to poor placement. The patient underwent a pocket revision wherein the ipg was replaced and relocated. Device malfunction was not suspected. The patient was doing well post operatively.

Event description:
A report was received that the patient had discomfort at the ipg site due to poor placement. The patient underwent a pocket revision wherein the ipg was replaced and relocated. Device malfunction was not suspected. The patient was doing well post operatively.

Manufacturer narrative:
Sc-1132 (sn-(B)(4)) device evaluation indicated that the ipg passed visual, electrical and performance tests performed. The possibility that electrical leakage could cause discomfort at the patient¿s pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient¿s latest setting. Leakage current was in the normal range. Therefore, the reported complaint of the ipg causing discomfort at the pocket site was not duplicated or confirmed.